Event description:
The facility reports while the caregiver was performing a transfer of the patient from the bathroom to the bed, the spreader bar came apart from the scale. The patient landed on the floor in a sitting position. The patient sustained bruises; no fractures were found during examination at the hospital. The caregivers were not injured.